Event description:
Boston scientific received information that upon interrogation of this device system, an atrial lead safety switch message occurred. Impedance measurements greater than 2,500 ohms were observed. An invasive lead revision procedure was performed. Difficulty loosening the set screws was reported. The lead was tested with the pacing system analyzer (psa) and all impedance measurements were within acceptable limits. The implanting physician elected to explant and replace this device. Post-procedure impedance measurements were fluctuating, and the pocket was re-opened. The right atrial (ra) lead was ultimately explanted and replaced. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. It was concluded that the lead impedance problems were a result of an issue with the lead, not the pulse generator. It was further concluded that the reported difficulty loosening the set screw was a result of rounding out of the hex hole in the proximal atrial set screw due to incomplete insertion of a hex wrench prior to turning it. Electrically, the device met specifications.